Event description:
Patient's daughter states that yesterday evening, she was mixing a cassette for the patient and the 5ml syringe malfunctioned. Remodulin ended up spraying on her face and her hands. They were burning and are still mildly burning today. Advised patient's daughter to seek medication attention to assess burn. No further information; syringe lot number/expiration date not provided. IV remodulin patient. Were there missed any doses or adverse events experienced as a result of the product complaint? Adverse event, see description. Defective and / or malfunctioning device / product lot number and exp date unk. Does the pt have the defective and / or malfunctioning device / product on hand in case the MFR requests a return for further investigation? Unk. Reported to cvs/caremark by pt/caregiver.